Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Sunstar will continue to contact the complainant for further details and follow-up regarding the child specialist recommendation. (B)(4).

Event description:
Grandmother of a child reported to sunstar americas, inc. (Sunstar) that her granddaughter was using the crayola 232 pipsqueak tooth brush and bristles fell out and lodged in her throat. Lodged bristles caused gag reflex and child vomited several times due to gag. The child was taken to the hospital (emergency room) and was treated with anti-nausea medication to alleviate vomiting. Bristles were eventually dislodged and child started feeling better, was able to drink and eat. The child was discharged from hospital on the same day and referred to a throat specialist for a follow-up. On (B)(4) 2016 sunstar contacted the child's grandmother and was provided with contact number of child's mother. Child's mother was contacted on same day and a message was left on the same day. Sunstar again contacted child's mother on (B)(4) 2016 and the mother confirmed the child is fine now. Child's mother indicated that she is uncertain whether she will take the child to the specialist for a follow-up. Sunstar requested a call back from child's mother once the specialist has been seen.